Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer inadvertently got the pump wet prior to the malfunction. The customer reverted to manual injections for insuin therapy. There was no reported impact to customer's blood glucose level.